Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in leaked beyond the septum. It was reported by customer that the bc feature failed and upon insertion by multiple experienced users there was blood return from the cathlon upon engaging safety. Rcc received a complaint via phone. Pir attached. The bc feature failed and upon insertion by multiple experienced users there was blood return from the cathlon upon engaging safety. (Happened on multiple units as well.).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of a failed blood control feature could not be confirmed from the representative 20ga insyte autoguard bc units that were received in sealed packaging from lot number 4361605. A functional test revealed that the blood control valve was within specification. No damage or defects associated with the manufacturing process could be identified on the returned sample. The affected units were not provided for investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.